Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a fiber inside an unopened sterile package of a fluid transfer extension set. This was identified during setup and prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from december 17, 2019 - december 18, 2019. The device was received for evaluation. Unaided visual inspection was performed which observed a loose hair approximately 0.3 inches in length inside the sealed packaging of the returned sample, not in the fluid pathway. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.